Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a carotid angioplasty interventional procedure using a 6f sheath. Reportedly, "the knot did not come down and was stuck in the device" which prevented suture retrieval and continuation of the steps. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed as a malposition of the device (suture retrieval issue). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 - removed device code 2610.

Event description:
Subsequent to the previously filed medwatch report, additional clarification was received. Reportedly, the suture did not deploy and the suture could not be recovered after performing the steps [retrieval issue]. No additional information was provided.